Manufacturer narrative:
Correction- section h6: updated the coding to use of device problem.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead could not be implanted. The lv lead was removed and replaced. No patient condition was reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-51432, as the product cannot be implanted due to patient anatomy and there is no known product malfunction.